Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level (bg) was 130 mg/dl at the time of the report. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, the customer reported experiencing slight elevated bg levels (270 mg/dl) in the morning. A correction bolus was delivered to address elevated bg levels. Reportedly, the customer planned to speak with healthcare provider regarding elevated bg levels.